Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Technical services (ts) was consulted, confirmed device is an s-ICD. This sicd remains in service. No adverse patient effects were reported.